Manufacturer narrative:
The facility reported that an operator accidentally put solidifier in the reservoir and ran scopes through cycles on the aer. Potential for patient/operator harm. Medivators chemistry team investigated the residual samples from the facility's contaminated rapicide pa part a bottle. It was confirmed in the sample analysis that the rapicide pa part a was introduced to a substance not present in the formulation of rapicide pa part a. The solidifier was causing precipitation on the bottle; whereas this was not observed on another part a sample of the same lot that was received from the same facility. Medivators could not provide a cleaning method of the scopes or the aer channels which contacted the affected chemistry. Evaluation is still in progress. Additional samples are being sent back to medivators for further evaluation. Medivators field staff are in close contact with this facility. It was reported that the aer machine has not been in use since this issue was discovered. The scopes were sent out for channel examination and repair by the manufacturer. The scopes were dispositioned as well and have not been used for procedures since the incident. To date, there have been no reports of patient/handler illness or injury. This complaint will continue to be monitored with medivators complaint system.

Event description:
It was reported that the facility put a solidifer in the rapicide pa part a high level disinfectant (hld) reservoir in their advantage plus automated endoscope reprocessor(aer). They then ran endoscopes through reprocessing cycles using the contaminated hld. There is potential for chemical exposure to the patient and/or operator.